Manufacturer narrative:
Technician found the head of bed was drifting down slowly overnight. Removed, cleaned and reinstalled the hydraulic valve to resolve this issue.

Event description:
Info received that the head of bed was drifting down overnight.